Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. (Dhrs) (device history review) for the fs libre sensor and fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing an adc freestyle libre sensor and experiencing dizziness and a loss of consciousness. Customer was able to self-treat with coca-cola but also had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with intravenous glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing an adc freestyle libre sensor and experiencing dizziness and a loss of consciousness. Customer was able to self-treat with coca-cola but also had contact with a healthcare provider and was diagnosed with hypoglycemia and treated with intravenous glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.